Manufacturer narrative:
Implant date was unavailable. Patient demographics: provided mean age was 70.48¿9.02 years old, and gender of article is n=25 male, n=6 female, weight is 71.23¿12.88 kg. Patient information will reflect 70-year-old male with 71kg. Article citation: internal iliac artery preservation outcomes of¿endovascular aortic repair for¿common iliac aneurysm: iliac branch device versus¿crossover chimney technique ya-ting¿gu, et al. Https://doi.org/10.1007/s00380-020-01678-x published online: 7 august 2020 heart and vessels (2021) 36:235241 cbas¿ heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was received through literature internal iliac artery preservation outcomes of¿endovascular aortic repair for¿common iliac aneurysm: iliac branch device versus¿crossover chimney technique published in heart and vessels. The study aimed to compare the outcomes of using iliac branch devices (30 patients, non-gore devices) and the crossover chimney (31 patients, viabahn devices) technique for preserving the internal iliac artery during endovascular aortic repair in 61 patients with common iliac aneurysm from february 2010 to july 2016. 2 patients exhibited type 1a endoleak, successfully treated through repeated ballooning reintervention.